Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor underinfused. After twenty-five hours of infusion with 8000mg of flucloxacillin diluted in an unspecified volume of 0.9% sodium chloride, the device had greater than 10% volume remaining (exact volume not reported). The patient received a bolus dose of antibiotics. Flow was confirmed prior to patient connection. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.